Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) ranged between 165-300mg/dl and a correction bolus via the pump was delivered to address the elevated bg level. A supply change was performed to address the occlusion alarm and additional occlusion alarms occurred the following day. An infusion set change was performed and the occlusions continued. A system check was performed verifying the occlusion alarms and a crack was observed on the cartridge. A cartridge change was performed and insulin deliveries were successfully resumed.